Event description:
During a procedure for treatment of cancer, when the dr went to deploy the stent, the suture was broken. The stent was not able to deploy. Therefore, the dr removed the delivery system and replaced it with another stent. It was reported that no additional intervention was required and there were no pt injuries.